Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
(B) (4). Same patient as MFR report #: 2134265-2010-02616. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced a headache. The index procedure treated the 80% stenosed, 6.0x3.0mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x29mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. The next day the patient experienced a headache and was treated with hydrocodone-acetaminophen. The event resolved without residual effect and the patient was discharged later the same day. Per the physician, the event was listed as "possibly related" to the study devices.